Event description:
International customer reports that the needle of the device broke during an episiotomy repair. The pt was brought into surgery for excision of the retained needle fragment.

Manufacturer narrative:
Result: the returned swage segment of needle was visually examined. The needle is broken approx 3mm from the end of the swage. The second half of the needle was not returned. Conclusion: user error caused the event. The user must have grasped the needle with a needle holder at the swage end resulting in the needle breaking. The product insert cautions the user to grasp the needle only in an area 1/3 to ? The distance from the swage to the tip.